Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The high voltage cable was cleaned and regreased during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9600 system intermittently locked up and has to be rebooted and goes black during a case. No pt injury was reported.